Event description:
A nurse assisting a patient called in to lifecor customer support to report that the patient had passed away. The patient was wearing the lifevest at the time of death.

Manufacturer narrative:
MFR date: monitor - 03/2007; electrode belt - 09/2008. All the equipment was fully functional. It was refurbished, retested and restocked. The patient was appropriately treated for a ventricular tachyarrhythmia. The initial detection was delayed due to low-signal amplitude and the rate varying around the vt rate threshold of 170 bpm. After treatment, a combination of signal artifact, possibly due to CPR, and the patient's low signal amplitude resulted in the device dropping out of detection. Event analysis is attached. A man received an appropriate shock during an episode of vt/vf. The arrhythmia was successfully converted to a slower, organized rhythm by a 150 joule shock. The initial detection was delayed due to low-signal amplitude and the rate varying around the vt rate threshold of 170 bpm. A combination of signal artifact, possibly due to CPR, and the patient's low signal amplitude also resulted in the device dropping out of detection. The patient was reported dead approximately 21 minutes after the belt was disconnected.